Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 580 mg/dl, 450 mg/dl, 350 mg/dl, and 258 mg/dl. No adverse event reported. There were no remaining strips left; therefore, no strips could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product was discarded.